Manufacturer narrative:
This complaint is a supplemental to MFR report number 1218950-2024-00507 due to incorrect registration number used. D4: the manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required. (B)(6) the following functional tests were performed: the customer received remote application assistance from a field service engineer (fse). The fse checked the logs and found that the device alarmed as intended. The complaint was escalated for technical investigation. A review by product support engineering (pse) was performed, with the following outcome: the picix alarmed at (B)(6)2024, around 06:49 several times with spo2 alerts for the suspected bed (m)mob3. There have been other alerts as well, e.g. Inops, ECG alerts, etc. Furthermore, the hl7 message interval was set to 5 seconds at this site, which means that an alert of around 2 seconds might not be transferred in a hl7 message interval. If this alert is not active anymore when the next hl7 message is created, it will not be part of the hl7 package send out. Additionally, the customer uses pic ix hl7 technology to export alerts to ascom phones, which is not a confirmed delivered alert system approach; therefore, it could not be determined if the ascom system received the hl7 message or processed it. Based on the information available and the testing conducted, there was no trouble found with the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Event description:
It was reported that on (B)(6) 2024 around 06:49 a clock, the saturation alarm was not sent to the nurse's pager. It was confirmed that there was no delay in care or recovery for this infant born at 29 weeks who was 4 weeks old at the time of the event. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Additional information received: the pse noted that the philips patient information center (pic) ix hl7 export interface, whether configured in reporter client or reporter server mode, is designed to transmit patient monitoring data at configurable time intervals to specific targets without delivery confirmation. Philips does not support the use of the reporter client and/or reporter server hl7 export connection types for exporting alarms for clinical decision making or alarm response. The hl7 export interface will only transmit those alarms that are active at the configured time interval to the hl7 target. If the alarm duration is less than the configured timer interval (minimum 5 seconds), that alarm would not be active and therefore not sent to the target device. Philips is not liable for any unreported events when interval-based hl7 is used to export alarms. The pic receives, aggregates and packages the patient monitoring data into hl7 messages, which are then transmitted to the configured patient charting and electronic medical record / electronic health record systems. Due to the dynamic nature of patient physiological data, philips provides customers with the high performance and flexibility to export hl7 data at frequent intervals ranging from 5 to 60 seconds, without the need for delivery confirmation of these hl7 messages. The customer was educated on the hl7 export interface function and informed that non-philips alarm notification systems utilizing the hl7 export interface with a philips patient monitoring system is not supported by philips. Corrections: additional corrections were identified during review of the record; therefore, the case has been updated accordingly. The type of reported complaint is listed as "serious injury"; however, it has been confirmed that the philips device did not cause or contribute to the injury. H4: mfg date, h6: patient outcome code have been updated. Based on the information available, this case would no longer be considered reportable. There was no device malfunction which caused or contributed to a death, serious injury or adverse event, nor is an alleged device malfunction likely to cause or contribute to such an event if it were to recur. In addition, as there was no delay in care and no failure to alarm on the primary system, the desaturation event was unrelated to the device or device behavior.

Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6) 2024 around 06:49 the alarm was not sent to the nurse's pager, which resulted in the nurse missing the baby's desaturation event. The baby did recover after nursing action. Additional information was received which indicates the oxygen saturation measured 43% at the lowest and the central station generated an alarm appropriately. The central station is the primary method of alarm notification, but it remained unclear why the alarm did not generate on the ascom phones. There was no delay in care or recovery for this infant born at 29 weeks and who was 4 weeks old at the time of the event.